Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component. Probably cause could also be improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was issued in order to determine exact root cause. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch records fa24a10249 and fa24j28027 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: clinical value analyst reported: rn connected the distal end of the ivenix tubing to the patients IV and heard a crack when securing the luer lock collar using normal power. Rn noticed the collar was cracked and replaced the tubing without issue. The exact lot # is unknown, however, customer provided the only two known lot #'s they had available - fa24a10249 or fa24j28027. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.